Event description:
On (B)(6) 2010, the patient was implanted with two gore tag thoracic endoprostheses to treat a descending thoracic aortic aneurysm. Prior to the implantation, percutaneous transluminal angioplasty was performed to the left common and external iliac artery. During the procedure there was no reported issue. On (B)(6) 2010, the patient developed paraplegia. The physician performed cerebrospinal fluid drainage and pulse steroid therapy for its treatment. On (B)(6) 2010, post-operative follow-up examination revealed that the paraplegia remained. On (B)(6) 2011, the patient was discharged. It was reported that the paraplegia remained. Subsequent follow-up examinations showed that the paraplegia remained. No further information is available.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.